Event description:
It was reported that this left bundle branch (lbb) exhibited noise with oversensing due to contact with the right ventricular (rv) lead. Subsequently both the rv and lbb leads were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found the helix was bent and the helix mechanism in extended position. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left bundle branch (lbb) exhibited noise with oversensing due to contact with the right ventricular (rv) lead. Subsequently both the rv and lbb leads were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to h6: device code a0203/defective device removed.

Event description:
It was reported that this left bundle branch (lbb) exhibited noise with oversensing due to contact with the right ventricular (rv) lead. Subsequently both the rv and lbb leads were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.